Manufacturer narrative:
Three batteries and one controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several occurrences of critical battery alarms and premature switching events prior to batteries reaching the 25% threshold. (B)(4) analysis revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however the event could not be replicated at the bench level. Heartware has opened an internal investigation to evaluate these types of issues. (B)(4) were not analyzed . Based on the results of an internal investigation and field actions, no additional investigation of this event is required at this time for these batteries. The investigation determined that there is a potential for these batteries to malfunction due to faulty lishen cells within the hvad battery pack. This potential malfunction likely contributed to the reported event. Z-1607-2014. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages heartware® system operation. It sends power and operating signals to the blood pump and collects information from the pump. The percutaneous driveline is connected to the controller, which must always be connected to two power sources - an ac adapter or dc adapter and/or rechargeable batteries. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The controller interfaces with the monitor through a data port. Pump remains implanted, controller and batteries were replaced and reported to be returned.

Event description:
It was reported by the patient that power switching was experienced while at home. The patient performed a controller exchange of his own and reported the problem resolved once he changed controller. No log files were sent. Patient did not report any consequences. Pump remains implanted, controller and batteries were replaced and reported to be returned.